Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was not returned; therefore, a visual/microscopic inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the samples were not returned for evaluation. Per the reported event details, the device was dry fired prior to use. The instructions for use (IFU) states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, it is possible that procedural factors contributed to the reported event. Labeling review: the current maxcore disposable core biopsy instrument IFU provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal tissue, the slides of the device were allegedly unstable as they both fired before a sample attempt. It was further reported that both slides were allegedly not able to lock back. Reportedly, a coaxial was not used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal tissue, the slides of the device were allegedly unstable as they both fired before a sample attempt. It was further reported that both slides were allegedly not able to lock back. Reportedly, a coaxial was not used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. Both slides were in their initial positions. There were no visual anomalies noted on the device. A dimensional evaluation was performed. The cannula tang width was measured, and was found to be within the acceptable range. The stylet tang width was measured, and was found to be within the acceptable range. Functional/performance evaluation: to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move, however, it would not lock into place, thus confirming the investigation for failure to prime. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the right side bumper was bent, thus preventing the device from being primed, as the cannula tangs could not lock into place when the top slide was moved to the priming position. The definitive root cause for the bent bumper is unknown. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. The bumper was able to be reseated, and the device was reassembled. The device was unable to be primed as the top slide would not lock into place. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for failure to prime, as the top slide could not lock into place. The right side bumper was found to be bent, preventing the top slide from being locked into place. Additionally, the investigation is inconclusive for self-activation, as the device could not be functionally tested due to the priming issues. Per the reported event details, the device was dry fired prior to use. The instructions for use (IFU) states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, it is possible that procedural factors contributed to the reported event. Labeling review: the current maxcore disposable core biopsy instrument IFU states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal tissue, the slides of the device were allegedly unstable as they both fired before a sample attempt. It was further reported that both slides were allegedly not able to lock back. Reportedly, a coaxial was not used and the procedure was completed with another device. There was no reported patient injury.